Event description:
After a deformity surgery it was discovered during follow-up that the bottom three screws of the construct were loose. The investigation of the three pedicle screws and set screws showed that the construct was not fully tightened.

Manufacturer narrative:
The following device are involved: 1. 3x 108-017-0001 moss vrs ti reduction head polyaxial / batch bd21gsm, 2. 3x 108-004-0003 moss vrs ti locking cap xt isr25 / batch bd2r7sc, 2x bd2r2sb, 3. 2x 107-018-6040 moss ti pedicle screw ø6.0x40mm, dl, polyaxial, light green / batch bd2v2sh, 4. 1x 107-018-6045 moss ti pedicle screw ø6.0x45mm, dl, polyaxial, light green / batch bd2r3se.